Event description:
During the procedure it was alleged that o.r. Personnel laid active light cable on pt without putting light source on standby. The drape caught on fire; o.r. Staff immediately removed drape from pt and put out fire with a fire extinguisher. The doctor completed the procedure; there was no reported impact on pt. There was no report of malfunction; light cable put back into service.